Event description:
The customer reported two alarms, a constant tone and a frozen display. Troubleshooting was performed, and the constant tone was resolved. The insulin pump passed the self test. However, found that the insulin pump had alarmed multiple times during normal use. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a constant tone and frozen screen due to moisture damage on the electronics. Unable to verify the alarms due to the frozen screen. Moisture damage was also found on the motor.